Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one picture was returned for evaluation. From the returned photos, it was unable to determine if the catheter tip was damaged. Sample evaluation: the sample was not decontaminated. One actual sample without packaging was returned for evaluation. From the returned sample, no abnormality was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the investigation was not able to confirm what customer had experienced as no abnormality was observed on the returned sample. H3 other text : see section h.10.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found "cut" before use. The following information was provided by the initial reporter: "catheter tip was cut. 22g catheter tip was damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found "cut" before use. The following information was provided by the initial reporter: "catheter tip was cut. 22g catheter tip was damaged."